Event description:
It was reported by the surgery center director, who advised that the battery reamer drill was broken during the surgery. The scrub tech was handing the battery reamer drill to the surgeon and it dropped and broke. It was advised that the battery casing also broke at the place where it slides into the battery as a result of the instrument dropping to the ground. The surgery center director stated that no harm came to the patient and that the incident caused a few minutes delay in surgery. This report is for a battery reamer drill. This report is 1 of 2 parts for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history records report states that the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.